Event description:
It was reported that the patient experienced discomfort at the pocket site due to not having enough body fat. The patient underwent a revision procedure wherein the implantable pulse generator was repositioned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.